Event description:
A 2.75mm diameter by 18mm length s660 stent delivery system was inserted for treatment of a lesion in the left anterior descending coronary artery. The lesion was pre-dilated with a 2.5mm diameter ptca balloon prior to the insertion of the stent delivery system. It was not possible to cross the lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal, the stent dislodged from the delivery balloon when the stent was pulled into the guiding catheter. Subsequently, a 1.5mm diameter balloon was inserted through the undeployed stent and moved the stent to the leg. A surgeon performed a cut-down at the leg and the stent was successfully removed. There was no further treatment to the lesion. The pt was reported fine post procedure and there is no additional info from the user facility regarding this event. The severe calcification likely contributed to the stent not crossing the lesion. The instructions for use were not followed for 1:1 pre-dilatation of the lesion and for removal of an undeployed stent; when the stent delivery system was pulled into the guide catheter while it was engaged in the coronary artery.